Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the occurrence of anomaly on the used non-olympus device, [medtronics gi genius]. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred using preparation for use for a colonoscopy diagnostic procedure, that was completed using a same set of equipment. There was approximately 30 minutes delay and patient was not under anesthesia.

Event description:
It was reported, the video system center had no image on the monitor. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
While speaking with olympus technical assistance support (tac) via phone, tac instructed the customer to check the input and monitor. The customer placed tac on a brief hold, and upon returning, stated that the issue had been resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.